Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned. No photo available. The device history record of batch numbers 74d1502093 that belongs to catalog #1886 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR showed that the product was assembled & inspected according to our specifications. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that no mist is produced during use.